Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 4.0 cm thoracic aortic aneurysm. It was reported that the patient presented emergently with an aneurysm rupture that resulted from a type ib endoleak. A stent graft infection was suspected to have occurred due to an esophageal or arterial fistula but there was no definitive diagnosis and no information could be provided regarding an infection. The physician elected to implant another manufacturer¿s device. After the intervention was performed the patient was hospitalized and has not fully recovered. It was also noted that the patient had kommerell diverticulum. No additional information could be provided regarding the cause of the fistula or the cause of the distal type I endoleak. No additional clinical sequelae were reported and the patient is being monitored by their physician.